Event description:
A customer reported that their pump screen was dark and would not turn on, accompanied by red led flashing and periodic beeps and vibrations. The customer's blood glucose level remained between 54 and 500 mg/dl, but a specific value at the time of the issue was unknown. Technical support decided to replace the pump, confirmed it was still under warranty and arranged for the shipment of a new one. The customer was instructed to use a backup insulin pump and to return the problematic pump using a pre-paid label within 10 days, which they understood and acknowledged.